Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge was unable to be inserted and successfully loaded on the pump. The customer's blood glucose level was 130 mg/dl. The customer reverted to an alternate method in insulin therapy.